Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce dilatation balloon was received with damaged packaging on (B)(6) 2016. According to the complainant, the good receipt department received a damaged product box and sterility was suspected to be compromised. There was no patient involvement and the defect was noticed prior to a procedure.